Event description:
It was reported that blood and medication leakage occurred during injection of medication through the secondary port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: in anesthesia department, they always inject the drug, e.g. Propofol through the secondary port and their constant practice is to leave the stopper open after injection. Despite our warnings that they should always close the stopper after injection, they always left it open so that the port is ready for immediate re-injection of therapy. So far, despite such practice, there has never been bleeding or leakage of the drug through such an open secondary port. However, lately a leak was observed in three cases and therefore the cannula had to be replaced with new one. They always have gravity infusion line attached to the main port.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-03 h.6. Investigation summary two used and one representative samples were received by our quality team for evaluation. Upon visual inspection of the used samples, it was observed that the valve had moved towards the cannula hub luer side; therefore, the incident could be verified. The one representative sample returned was subjected to visual inspection, valve injection test and catheter adapter leak test. Valve moved and leakage was not observed. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA (B)(4) has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood and medication leakage occurred during injection of medication through the secondary port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: in anesthesia department, they always inject the drug, e.g. Propofol through the secondary port and their constant practice is to leave the stopper open after injection. Despite our warnings that they should always close the stopper after injection, they always left it open so that the port is ready for immediate re-injection of therapy. So far, despite such practice, there has never been bleeding or leakage of the drug through such an open secondary port. However, lately a leak was observed in three cases and therefore the cannula had to be replaced with new one. They always have gravity infusion line attached to the main port.